Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 11/16/2020 additional information: d10 h3 evaluation received one 2227 drain and trocar. The trocar is bent and broken off the drain in the connection area. There was no difficulty observed during removal of the trocar cap. Most likely, the drain tore following excessive force applied by the user. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the device. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2020 and drain was used. When trying to remove the cap from the trocar, the drain was broken between the trocar needle and the silicon drain. It was not used for the patient. Another drain was used. Further details are not provided. There were no adverse consequences to the patient.